Event description:
The customer reported that the screen has been turning black during normal use. The customer also reported that the insulin pump delivered the wrong amount of insulin after he entered the blood glucose reading. The customer stated that the insulin pump screen went black after entering the blood glucose, then began delivering a bolus of 7.5 units. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No delivery anomaly, black display or display anomaly noted.